Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the doctor complained that eight (8) application instrument for sternal zipfix were not giving enough tension on the zipfix. The zipfix was still loose when used so the doctor needs to tighten it with a needle holder or another kind of forceps. It was mentioned that they found that the maximum tension the applicator give to the zip fix might not reach the surgeons expectation. It is unknown when the issue was discovered. It is unknown if there was patient involvement. Concomitant device: unknown sternal zipfix implant (part unknown, lot unknown, quantity unknown). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 8 for (B)(4).